Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 01 years since the subject device was manufactured. Based on the results of the investigation, it is likely the foreign material adhered inside air/water cylinder, air/water tube and distal end because the foreign material may have been unremoved as the device was not reprocessed properly due to the leak occurred by pinhole in the bending section cover and the leak occurred at the forceps elevator. Whereas, the stain inside the light guide lens was not on external surface of the device, it could not be removed by reprocessing. It is likely the stain inside the light guide lens was cause due to light guide lens glue peeled off by physical stress caused by hitting/dropping the distal end, chemical stress from chemical solutions used, or the like. Subsequently, humidity invaded the light guide lens and caused corrosion. However, a definite root cause that led to the malfunction could not be identified. The instruction manual states the detection method associated with the event "foreign material adhered inside air/water cylinder, air/water tube and distal end" in "tjf-q190v operation manual chapter 3 preparation and inspection", and preventative measures in "tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope." The instruction manual states the detection method associated with the event "stain inside the light guide lens" in "tjf-q190v operation manual 3.3 inspection of the endoscope". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the subject device exhibited foreign material inside air/water cylinder, air/water tube, distal end and light guide lens had stain. There were no reports of patient involvement.